Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had power error detected alarm. The customer¿s blood glucose level was unknown at the time of incident. Customer was not able to complete rewind. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement and active current measurement. No power error alarms noted in the device trace download or during testing. Power supply test failed during self-test error alarmed during self test due to the lithium battery connector not plugged in properly to electrical board. Constant an unexpected hardware reset error, trace pointers are invalid error, history pointers failed and history pointers are corrupted error and post-reset ram crc alarms after battery changes due to the lithium battery connector not plugged in properly to electrical board.